Event description:
It was reported that the right common femoral artery was moderately calcified.

Manufacturer narrative:
The device has been received. Investigation is not complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after an interventional coronary catheterization. Reportedly, during plunger removal, a suture break occurred. A second perclose proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the anterior cuff successfully captured the needle during the plunger deployment. However, the link was broken at the swage end of the posterior cuff during the needle plunger retraction, which subsequently resulted in a failure to retrieve the suture and could appear very similar to the reported suture break. The reported product experience was confirmed. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. A link break suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. Possible contributing factors include, but are not limited to, manufacturing, challenging anatomical conditions, and deployment techniques. Because the suture was not returned, it could not be determined if the suture was dragged through the device while retracting the needle plunger to retrieve the suture, which could have contributed to a link break. However, the suture bearing was inspected and there was no indication that the suture was dragged through the suture bearing, which could have caused the link to break. Every link assembly is appropriately inspected and tested for proper assembly during manufacturing. During testing, the plunger was reinserted and retracted successfully without any observable resistance. The reported moderate calcification at the access site could have contributed to a link break, however, this could not be confirmed. Based on the reported information, manufacturing inspection criteria, and analysis of the returned device, the probable cause for the link break at the swage end of the posterior cuff could not be determined. No manufacturing or quality deficiency was detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot, which could have contributed to the reported event. A query of the complaint handling database for this lot revealed no similar incidents. There does not appear to be any indication of a lot specific product quality deficiency.